Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 58% to elective replacement indicator (eri) in less than a month and it exhibited a battery alert. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. However, the high shock impedance allegation was not confirmed. This device passed the returned products test which involves a series of automated diagnostic testing that verifies the performance of sensing, shocking and recording functions of the device commensurate with battery voltage.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 58% to elective replacement indicator (eri) in less than a month and it exhibited a battery alert. A request was made to have the data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Subsequently, during the replacement procedure, it was noticed that the shock impedance had increased from 100 ohms at initial implant to 130 ohms. The physician moved the explanting s-ICD and the shock impedance increased to 140 ohms. However, a defibrillation threshold (dft) test was performed succesfully at 65j reversed polarity. This s-ICD was then explanted and replaced, and the dft test impedance of the new s-ICD was 106 ohms. This s-ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 58% to elective replacement indicator (eri) in less than a month and it exhibited a battery alert. A request was made to have the data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Subsequently, during the replacement procedure, it was noticed that the shock impedance had increased from 100 ohms at initial implant to 130 ohms. The physician moved the explanting s-ICD and the shock impedance increased to 140 ohms. However, a defibrillation threshold (dft) test was performed succesfully at 65j reversed polarity. This s-ICD was then explanted and replaced, and the dft test impedance of the new s-ICD was 106 ohms. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.